Event description:
It was reported that the balloon burst. The 70-80% stenosed target lesion was located in the non-tortuous and non-calcified cephalic vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon catheter was selected for use. During the procedure, the balloon burst upon eight inflations at 10 atmospheres for 30-60 seconds. The device was removed successfully without any fragments left in the patient, and the procedure was completed with a new 5x20 pcb catheter. No complications were reported.